Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Type of complication/adverse event: surgical site / orthopaedic (deep surgical site infection - involving bone - osteomyelitis; non-fusion) relationship of complication to the study injury - probably related severity of the event - grade 3: severe and undesirable it was reported that the patient, who was three months post-op - (tibial intramedullary nailing + treatment of segmental defect with bmp2), was now diagnosed with infection at fracture site. Patient's initial diagnosis was: type iiia tibial fracture and segmental bone loss. The patient was on intramuscular pressure catheters for 24 hours postop.